Event description:
During a laparoscopic cholecystectomy procedure, the clips would not close fully to close off vessel, or the clips were crossed. A new device of the sample product code was used. No pt consequence.